Event description:
The caller alleged a variance between the inratio inr result in comparison to the lab inr result. The results are as follows: 3/24: inratio=3.6; lab=3.0, 4/14: inratio=4.0; lab=3.1, 5/5: inratio=2.5; lab=2.0. The patient self tester's therapeutic range is 2.5-3.5.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Unable to determine root cause from the information provided by the customer based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.